Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: a labeling review was performed and it contained adequate, accurate and sufficient information. The steps to be followed are detailed in the directions section and on the section for supplementary medication. It is specified the use of a 19 to 22 gauge needle through the medication injection site on container.

Manufacturer narrative:
(B)(4). The cause of the reported condition was due to the use of blunt needles, which caused coring to occur.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Visual inspection was performed and particulate matter (pm) inside was confirmed. Functional test was not performed since the condition was visually observed and is related to the pm inside the fluid path. The cause of this condition has not been identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter (B)(4) of a 500ml viaflex container that has circular floaties in the bags that could be coming from the process of spiking the bag with the blunt connector. This condition is noticed when making metronidazole bags, an empty 500 ml eva bag with a connector is used to spike three metro bags, and then the medication is drained into the viaflex bags. It is unknown when or in which care area this event occurred. It is unknown if there was patient involvement, patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available.